Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfrf003 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asfrf003) have been reported from the same facility.

Event description:
It was reported "we have had 2 chemo spills this week and we believe it is due to a malfunction with the huber needle." No other information was provided. This report addresses the second spill incident.